Event description:
Additional information received from a health care professional reported there was no problem with the lead, the patient broke his hip on (B)(6) 2015 and was considering revision. An x-ray was done with no lead movement noted. Actions/interventions noted as plan on revision if not getting stimulation. Further information received from the patient reported the lead in his neck had not been fixed due to the progression of his rsd, he is in the final stages of rsd. The residual effect of anything done to him is painful. He will be starting a new program that will assess his neck lead and see if there is anything they can do to fix it. The patient also clarified that when he indicated he received a replacement ¿lead¿ he was referring to the replacement recharger antenna. He also received a replacement patient programmer antenna and belt, and the items are working great for him.

Event description:
Additional information was received from the consumer. It was reported that the managing physician was not notified about the lead failure. The patient "did not need to" notify the managing physician as the manufacturer representative on the phone "took care of it all". The circumstances that led to the lead failure included "old age"/"6 years". A new "lead" ("antenna lead") was sent the next day and the lead failure issue was resolved very quickly. Note: it appeared the replacement "antenna lead" referenced a replacement antenna that had been sent to the patient. It remains unclear if any steps were taken to resolve the lead failure, and if the issue resolved. Further clarification has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). It was unknown which lead was in the patient¿s neck, see manufacturer¿s report 6000153-2015-00613 for the other lead.

Event description:
The consumer reported that the lead that goes into his neck failed. The patient stated that the healthcare professional didn't want to put in a new lead because his reflex sympathetic dystrophy (rsd) had advanced so far. The patient reported that he had rsd since 2005 and it was in his entire body and now he was homebound to crutches and a wheelchair. The patient stated he has muscle issues and is on the edge of stage 4 and the rsd has started going into his brain because it was affecting his speech and motor skills. The indication for use was radicular pain syndrome (radiculopathies). No patient symptoms related to the device reported. If additional information is received a follow-up report will be sent.